Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16405 and 2938836-2019-16406. It was reported that upon interrogation it was noted that the device had reached end of service in may 2019. A bpa was also noted on (B)(6) 2019. Low impedance was observed on the ra and rv leads and it was unable to test thresholds. The device indicated as bp with outputs at 5v but did not appear to be capturing on the ventricular leads. It was discussed that the abnormal lead tests and diagnostics could be due to end of service. It was indicated that a visible sudden drop of battery voltage between april and may if this year, indicated early battery depletion. On nov 11, 2019, the device was explanted and replaced. The leads remain implanted. The patient tolerated the procedure well and their status during and after is stable.